Event description:
The customer contacted baxter's technical service center to report a check patient line which occurred on home choice (hc) during initial drain. The baxter technical representative (tsr) had the care giver (cg) close the transfer set. The tsr asked the cg to check the patient line and the cg stated that there were air spaces in the patient line. The tsr had the cg press "go". Drain volume (dv) was 5ml. The tsr had the cg press "stop". The hc went to check patient line in initial drain. The tsr had the cg cycle power. Dv=24 ml. The tsr helped the cg end therapy and instructed the cg to discard the supplies and start over with new supplies. There was patient involvement, however no patient injury or medical intervention was reported.

Manufacturer narrative:
(B)(4). The 510k number was erroneously omitted from initial medwatch. Additional information: this complaint for air in the patient line was not confirmed in the lab due to a lack of a sample. The lot number is unknown, therefore, a batch review was not performed the root cause of the complaint was not determined. Similar reports have been received by baxter for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.

Manufacturer narrative:
(B)(4). The sample availability is unknown. The sample lot number is unknown. A follow-up MDR will be submitted if additional information is obtained.